Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section h3: device evaluated by manufacturer? Yes. Device evaluation: the product was not returned to the manufacturing site for evaluation. Remote support was provided to the customer. System was performing to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported that a capsular bag was punctured during hydrodissection while using catalys system. Physician believes it was during hydrodissection. Vitrectomy was performed on the left eye (os), and a 3 piece lens was implanted successfully. No further information provided.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as system is not an implantable device. Section d6b: if explanted, give date: not applicable, as system is not an implantable device. Section h3-other (81): the catalys system was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.